Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid endoscope sheath ceramic tip was damaged. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: 1. Wear and tear, excessive force: based on the damage pattern described, it is assumed that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation of the instrument or during the last procedure. 2. Excessive force: the reported fault description is most likely due to the effect of a large mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.